Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduced the reported issue. The touch screen and hkr processor board were replaced to resolve the issue. The unit was tested without issue and was returned to service. The replaced touch screen and hkr processor board were returned to sorin group USA for further investigation. Visual inspection did not confirm signs of fluid ingress. A photograph of the kapton-tail date-code was taken and provided to livanova (B)(4) for review. Analysis of the photograph by livanova (B)(4) confirmed aging and wear to be the most likely root cause. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) initiated a root cause investigation (B)(4) for this type of issue. Evaluated on site by livanova technician.

Event description:
Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.